Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The lcd screen was found to be broken due to physical damage. The device's lcd screen was replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator's display screen was blank. There was no harm or injury reported.